Event description:
New information received notes that during device replacement for eri, noise was observed. The lead was capped and replaced. Patient is doing well.

Event description:
It was reported that during regular follow up, an externalized conductor was observed via x-ray. No electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.